Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was implanted in the patient. On an unknown date, the valve was surgically replaced because of early failure.

Manufacturer narrative:
Explant due to unspecified reason was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information provided, the cause of the reported explanted valve could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.